Event description:
Initial report. During follow-up of the last six patients treated with prostalund's coretherm equipment for treatment of benign prostatic hyperplasia, dr. At hosp reported, that five of these pts have urethra strictures and possibly two of them sfincter damage. During initial review of treatment printout reports, no unusual info was found, however, more indepth review and assessment will have to be performed both on the equipment and patient data. Prostalund has contacted the hosp for a meeting (within 14 days) to review the data. At the meeting our clinical expert will participate. Follow-up report including technical and medical analysis by our medical expert is planned to be available before the end of may (may 31). Reports regarding these events have also been sent to appropriate authorities in another country.